Event description:
I used renu moisture loc contact lens saline solution from 2002 through 2003. I had to go to the doctor because my eyes became irritated, matted up, watery, and very sensitive to any kind of light. There was alot of eye pain and I was given 2 types of eye drops to use every hr for 4 days and longer by a specialist at the carolina eye clinic. I still have pains in my eyes and a bruise on my right eye, under the lid.